Event description:
It was reported that the longevity of the implantable cardioverter defibrillator (ICD) was less than expected for the programmed settings and therapy usage. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).